Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported by a physician that they had two patients implanted with this model lead that had developed capture failure within a month. The physician had never encountered this during 25 years of practice and was questioning the status of this lead. A request was made for the field representative to obtain additional information from the physician, but no further information was available. Therefore, it is not known if the loss of capture occurred in the atrium or right ventricle, or if it resulted in any asystole for the patient, or whether the leads remain implanted or were removed from service. No adverse patient effects were reported to boston scientific by the physician.